Manufacturer narrative:
The devices have been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time. The lot # in section d4 defers to the cartridge implicated in this complaint. The MFR date in section h4 refers to the pump only.

Event description:
The pt's mother contacted lifescan alleging there were bubbles in the insulin cartridge. She states the cartridge developed bubbles after being placed into the pump. If the cartridge is removed from the pump and bubbles are eliminated, the bubbles return. The pt's mother has reviewed bubble prevention techniques in the past. Cartridge fill technique was reviewed with the reporter and confirmed to be correct.